Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which could be reproduced with provocativ testing. The device was programmed to vvi mode. The patient was in good condition.